Event description:
A report was received via social media that the patient was hospitalized due to abscess and infection. It was also reported that the patient was experiencing headache and a swollen neck.